Manufacturer narrative:
No pt injury nor medical intervention was reported. We have requested the downloaded data files from the pc card and further investigation of this incident will be conducted by the MFR.